Manufacturer narrative:
The device was returned for investigation and was received by vascular solutions on (B)(6) 2021. The device was decontaminated then visually inspected. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. As the physician continued attempting to advance the manta device into the sheath, the bypass tube kept popping out. The IFU instructs in step 3 of inserting the manta device, if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and opened a new device. The complaint has been associated for further investigation, lot review and other testing. Associated to: MDR fu-3010252479-2021-00142 manta.

Manufacturer narrative:
Device has not returned. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: received a call from the customer regarding a manta issue where the bypass tube was not advancing through the sheath. The dr. Went to advance the manta device in the manta sheath and the bypass tube kept popping out. Using the same sheath that was used in the first attempt. The customer opened a new manta. The new manta device was advanced over the wire and the bypass tube kept popping out just like the first manta. A third manta was opened. The sheath was replaced with the newly opened manta. The sheath was advanced and then the manta was advanced over the wire. The bypass tube went into the sheath this time and the manta was successfully deployed. Associated to: MDR 3010252479-2021-00142.